Manufacturer narrative:
Vyaire complaint #: (B)(4). Additional information: d10, g4, g7, h2, h3, h6, h10. Results of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue was duplicated by the fa lab and was isolated to a depleted coin cell battery. The thermistor was out of specification which may have contributed to the problem reported by the customer. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). Vyaire has received the compressor and it is currently awaiting investigation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the display screen on the avea ventilator is blank on start-up. The customer advised there was no patient involvement associated with this event.